Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump had intermittent button response due to moisture damage to keypad traces. The device had minor scratches to lcd window, scratched reservoir tube window, and stained address and or serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer has been experiencing high blood glucose levels. The customer stated that she had breakfast, exercised and, when she arrived back at home, her blood glucose level was 533 mg/dl. The customer stated that she was disconnected from the insulin pump while exercising. The customer stated that her blood glucose levels have not been right for the past week. She treated her high blood glucose levels with either a bolus or manual injection. Customer stated that when she was filling the tubing, the insulin pump would stop while pressing the act button. After repositioning her finger on the act button, the insulin pump continued dripping as normal. Before this button issue, she received a no delivery alarm. Troubleshooting was done. Custom experienced button issues again. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. A replacement pump would be sent. Nothing further reported.